Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and confirmed the reported issue. The fse determined that the pump assembly needed to be replaced. The pump was replaced, nibp was calibrated, and the system was tested by the fse; the device passed testing and was returned to medical use. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was a faulty nibp pump. Replacing the pump resolved the issue. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the device gives inaccurate non-invasive blood pressure (nbp) measurements. The customer biomedical engineer (biomed) confirmed that there are no leaks in the hose or nbp cuff. However, the nbp measurements remain unreliable and inaccurate. The biomed suspects there may be a leak within the pump assembly. However, a philips technical consultant (tc) is required on site to perform further troubleshooting and, if necessary, replace the pump assembly should the tests fail. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Box e: reporting institution phone #: (B)(4). Reporter phone #: (B)(6).